Event description:
It was reported when using the pyxis medstation 4000 system, the device experienced a drawer failure. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that repeated failures of drawers main 4.1. A field service engineer, removed all pockets cleaned all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.